Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Unknown. In what procedure was the device used? Coloproctostomy. Did the patient receive any chemotherapy or radiation prior to the procedure? Unknown. Who fired the device and what is his/her experience? Unknown. What type of leak test was performed? Unknown. What is meant by the anastomosis failed? Tissue opened up. Were there any staple formation issues during the procedure? No. When removing the device, has the surgeon been instructed to only open the instrument one-half to three fourths revolutions? While meeting with the surgeon after the case, the sales rep explained the correct removal process and demonstrated the method to the surgeon. The sales rep was not present in the case. Why did the surgeon feel uncomfortable with the anastomosis done with the ecs29a? It leaked. Is the colostomy temporary or permanent? Temporary. What is the current patient status? Patient is ok.

Manufacturer narrative:
(B)(4) date sent: 1/9/2017. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? In what procedure was the device used? Did the patient receive any chemotherapy or radiation prior to the procedure? Who fired the device and what is his/her experience? What type of leak test was performed? What is meant by the anastomosis failed? Were there any staple formation issues during the procedure? When removing the device, has the surgeon been instructed to only open the instrument one-half to three fourths revolutions? Why did the surgeon feel uncomfortable with the anastomosis done with the ecs29a? Is the colostomy temporary or permanent? What is the current patient status?

Event description:
It was reported that during an anastomosis, the doctor fired the device and the staple line leaked. The surgeon turned the knob on the device three half turns and the device was difficult to remove from the patient. A second like device was tried with a second anastomosis, the device was fired and the anastomosis failed. The knob was rotated three half turns before removing. The doctor used another circular stapler on the third anastomosis and managed to have a successful anastomosis. Being uncomfortable with the third anastomosis, the doctor decided to perform an additional loop ileostomy on the patient. The device was discarded.